Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left and right femoral head via two 7f terumo sheaths (one on the left and one on the right). A pre-procedure femoral angiogram showed the vessel size to be 6.5mm. Following the procedure, the deployer who is a trained user, selected two different mynxgrip vascular closure devices 6f/7f, one to close the left access site and the second device to close the right access site. It was reported that after the sheath was withdrawn from the left tissue tract and during the 30 second tamp and hold the balloon lost pressure. The device was removed from the left side and the patient was converted to 12 minutes of manual compression with no complications noted. Hemostasis was achieved on the left side. During deployment of the device on the right side, the balloon lost pressure, during the 30 second tamp and hold. The device was removed from the right side and the patient was converted to 12 minutes of manual compression with no complications noted. Hemostasis was achieved on the right side. The patient was ambulated and discharged from the hospital the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 6mm from the balloon proximal tip. There was damage to the distal end of the introducer sheath that could have punctured the balloon. The review of the lhr (lot f1312107) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. See MDR 3004939290-2014-00271 for the first device.